Manufacturer narrative:
Technician found the bed in the bed shop. Complaint indicated that the casters would not. Found that the casters were old and worn out. Replaced the brake and brake/steer casters to resolve this issue.

Event description:
Complaint received indicated that the casters would not hold.